Manufacturer narrative:
The model and serial number of the device was provided. Review of duplicate records was performed, and a previous reported record was found. Due to this, this record is no longer reportable as it is a duplicate. Please refer to the competent authority reference number 2124215-2024-42679 for further details on the original record and report. Although this record no longer meets reportable criteria as it was found as a duplicate, the following fields were updated in order to alienate the record with the established narrative: suspected medical device details. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to sense b noise and oversensing. It was decided to explant and replace this system. Requests inquiring for the model/serial number of the system were performed, however, no additional information is available. No further adverse patient effects were reported.

Manufacturer narrative:
Updated the section h10: related report number. The model and serial number of the device was provided. Review of duplicate records was performed, and a previous reported record was found. Due to this, this record is no longer reportable as it is a duplicate. Please refer to the competent authority reference number (B)(4) for further details on the original record and report. Although this record no longer meets reportable criteria as it was found as a duplicate, the following fields were updated in order to alienate the record with the established narrative: suspected medical device details. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to sense b noise and oversensing. It was decided to explant and replace this system. Requests inquiring for the model/serial number of the system were performed, however, no additional information is available. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to sense b noise and oversensing. It was decided to explant and replace this system. Requests inquiring for the model/serial number of the system were performed, however, no additional information is available. No further adverse patient effects were reported.